Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a scratch was observed on the iol following implantation into the eye. Lens explantation was performed. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "scratched iol (optic)/ scratched iol (during injection)/ cracked iol (optic)": forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/ damaged on closure of cartridge. Our review of production records for the rayone aspheric rao600c batch 043213225 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 043213225. There is insufficient evidence and information available to establish the cause of the scratch on the iol.

Event description:
On 21st december 2023, rayner received notification from its polish affiliate company of an event that occurred during use of a rayone aspheric rao600c iol. The event description provided states that immediately following implantation a scratch was observed on the lens necessitating iol explantation.